Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported the "cartridge fell into the pt." The surgeon dealt with the situation by changing cartridge or instrument. There was no consequence to the pt.